Event description:
On (B)(6) 2012, the lay user/patient in (B)(4) contacted lifescan to report the one touch ultramini meter was giving inaccurately high readings. The technical support representative (tsr) contacted the patient to obtain and verify information; however was unable to reach her by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On an unspecified date in 2010, the patient obtained an elevated blood glucose reading of 11.9 mmol/l on the reported meter, which the patient claimed was inaccurately high. The patient contacted her hcp for assistance/advice, and was advised to adjust her insulin dose. The patient took 26 units novorapid insulin. Two days afterwards, the patient experienced "hypoglycemic" symptoms, not specified, and contacted her physician. The physician advised the patient to go to the emergency room for a blood test. At the emergency room, the patient's blood glucose level by a laboratory test was 1.5 mmol/l and within 10 minutes, she obtained a reading of 11.9 mmol/l on the reported meter. The patient did not report receiving any treatment. It would have been helpful to determine the date/time of this event, the patient's blood glucose levels and meals and insulin doses taken prior to the onset of symptoms, the patient's specific symptoms, if the patient's blood glucose level was tested while symptomatic, if the patient received any treatment in the emergency room, her insulin regimen and her expected readings. The meter was replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after taking an insulin dose based on an elevated meter reading, therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.